Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg value not provided). Customer did not provide further information regarding the low bg event. As tandem technical support was not contacted at the time of the event, recommendation was made for customer to consult with healthcare provider.